Manufacturer narrative:
Findings: pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with high sleep current measurement and pump error 63 alarm (variable info = 03) during self test, problem isolated to the keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had low battery alert less than 1 week power supply detection error. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.